Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Only the cassette, infusion manifold and admin manifold were returned and found to be in good condition. The infusion cannula, probe, and aux manifold were not returned; lab stocks were used for testing. The product could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. However complaints for similar nature have been investigated and confirmed when the product is tested on a calibrated console, an infusion error occurs indicating an infusion flow error. Analysis of the straight through connector on the infusion cannula assembly for this batch identified a blockage in the flow path caused by excess molded material (flash) during previous investigations. The system is designed to perform a quality safety to detect for this unwarranted condition and alert the user during priming, prior to surgery. The straight through connector is a molded component by our supplier manufacturer. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer¿s complaint is related to insufficient draft on the core pin led to material adhesion and subsequent degradation of the shutoff surface, resulting in intermittent flash and/or occlusion of the molded bore. Action was taken and to address root cause the supplier has replaced damaged core pins, repaired tool damage, and completed gate area tooling repairs. Production of the part will also be ran at nominal parameters for a minimum prescribed period with engineering batch review, along with engineering trials to evaluate increased draft effectiveness. Additionally, supplier will execute verification production runs under heightened inspection to confirm absence of stretched necks, flash, or bore occlusion. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that error message was displayed and infusion valve blocked despite several attempts to unblock it during vitrectomy surgery. The surgery was completed on the same day by replacing another cassette. There was no information about patient impact.